Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported on surgical pediatric floor, a primary infusion blinatumomab (240ml/24 hours) at rate of (10ml/hr.) The device would alarm for air in line. The set up included a texium closed system into a ns carrier primary infusion. The rn reported to notice champagne¿ type bubbles but they weren¿t always visible when it was alarming. Although patient was "agitated at times" and a there was a 10-15 min. Infusion delay due to the nuisance ail alarms, there was no report of harm to the pediatric patient . The bd a clinical practice consultant team was able to assist the staff with further trouble shooting, educational techniques and provided several tip sheets t to support the staff.